Manufacturer narrative:
Investigation summary: bd received no customer samples or photos from the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The exact cause of the failure mode could not be determined. The device history records were reviewed on all lots affected with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it is reported customer experienced underfilling. Issues with 367961 bd green top tubes ¿not filling appropriately; fills about up to 2ml when it should be 3.5.